Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: patient had need for additional surgery. Incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus and infection. Concurrent conditions included obesity, fibroids, adenomyosis and necrosis. On (B)(6) 2016, the patient had essure inserted. In september 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In november 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In december 2016, the patient experienced furuncle ("allergic or hypersensitivity reaction type:boils on my buttocks"). In 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition : fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss") and menstrual disorder ("issue with my period"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and alopecia had resolved and the rash, furuncle, uterine leiomyoma, abdominal pain, back pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, furuncle, menorrhagia, menstrual disorder, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received - new event 'issue with my period' was added. New reporter were added. Fu2 and fu3 proceed together. On 18-dec-2018: medical record received - new reporter were added. Historical and concomitant conditions were added. Fu2 and fu3 were proceed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced furuncle ("allergic or hypersensitivity reaction type:boils on my buttocks"). In 2017, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition : fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and alopecia had resolved and the rash, furuncle, uterine leiomyoma, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, furuncle, menorrhagia, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporter added, event added as:- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: boils on my buttocks, reproductive system disorder or condition type of disorder or condition: fibroids, pain, weight gain, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. D23516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus and infection. Concurrent conditions included obesity, fibroids, adenomyosis, necrosis nos and hypertension. Concomitant products included lisinopril and paracetamol (acetaminophen). On(B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition : fibroids") and experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced furuncle ("allergic or hypersensitivity reaction type:boils on my buttocks"). In (B)(6) 2017, the patient experienced subcutaneous abscess ("other injury(ies) or complications please describe: bilateral buttock abscess"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and menstrual disorder ("issue with my period"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and alopecia had resolved and the rash, furuncle, uterine leiomyoma, abdominal pain, back pain, menstrual disorder and subcutaneous abscess outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, furuncle, menorrhagia, menstrual disorder, pelvic pain, rash, subcutaneous abscess, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Concomitant condition and medication added. Event: other injury(ies) or complications please describe: bilateral buttock abscess were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.